Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader. Customer reported receiving a sensor scan result of "hi" (readings greater than 500 mg/dl) on (B)(6) 2018 and self-treated based on the high reading on the sensor. It was further reported that the customer experienced seizure and subsequently lost consciousness. Customer had contact with a healthcare professional who diagnosed with hypoglycemia and received unspecified medical treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader. Customer reported receiving a sensor scan result of "hi" (readings greater than 500 mg/dl) on (B)(6) 2018 and self-treated based on the high reading on the sensor. It was further reported that the customer experienced seizure and subsequently lost consciousness. Customer had contact with a healthcare professional who diagnosed with hypoglycemia and received unspecified medical treatment. There was no report of death or permanent injury associated with this event.